Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 2020-02-28, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, deployment, the physician unlocked the tether early and the device pushed forward out of the cup slightly. The physician then had to pull deployment button to retrieve the leadless ipg back full into position and relock the tether while a new implant location was achieved, this incident occurred twice. Finally, on the fourth placement attempt good numbers were achieved. The tether was flossed prior to removal and very little tension was noted. During the tether removal, the physician was able to remove several centimeters of tether before tension started to feel very tight. Flushing was performed with heparainzed saline and attempt made to pull the tether again, and noted tension was still very tight, so flush was performed again. A few more centimeters of tether was pulled, and the physician noted tension felt extremely tight. A final light tug was performed, during which the leadless ipg dislodged. The leadless ipg was unable to be pulled back into the cup. Instead, the leadless ipg was pulled across the valve and out through the introducer. It was reported that no contrast was used during the implant due to patient sensitivity. A new leadless ipg was used and successfully deployed on the first attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01-delsys, return date: 10-jun-2019. Product event summary the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/ buckled. Flat wire was found protruding from the delivery system outer shaft. There was a mechanical problem with the flush tube of the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup, the tether was cut, the flush tube was not affixed inside of the handle and was returned separated from the handle. There is a knot on the tether near the recapture feature on the device. There is exposed wire mesh on the outer shaft at 3.8 centimeters from the distal end of the delivery system. The outer shaft is kink/buckled at 4.5 centimeters, 6 centimeters, and 8.5 centimeters from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is blood on the tether pin. The inner shaft is kinked at 3.5 centimeters from the distal end of the tether lock insert housing. The flush tube was disconnected from the hose barb on the tether lock insert housing. Articulation could not be performed due to the tether being cut and not being able to be recaptured in the device cup. Deployment test could not be performed due to the tether being cut and a knot in the tether prohibiting the device to be recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.